Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.75 x 24mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the stent shaft was broken from the mid part. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the broken shaft was noted when the device was taken out of the packaging.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 2.75mm x 20mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.75 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, during introduction, it was noted that the stent shaft was broken from the mid part. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older (e1) initial reporter address: a 4 block, a 6 block, paschim vihar. Device evaluated by MFR. : synergy ous mr 2.75 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a break located at 68.9 cm distal from the distal end of the strain relief. Multiple hypotube kinks were noted along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.75 x 24mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the stent shaft was broken from the mid part. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that they saw the broken shaft once it is been taken out of the packaging.